Event description:
It was reported that pump generated alarm 2 followed by alarm 26 and that customer experienced multiple occlusion events, including event where blood glucose was 331.2 mg/dl. Blood glucose exceeded normal range and required correction bolus via pump, and there was no indication that additional medical assistance was needed. Customer changed infusion set and cartridge, resumed insulin using novorapid with trusteel 6 mm 60 cm infusion set, did not report frequent or recurring occlusion issues, and case was closed with no additional assistance required.